Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 5, 2006, a hospital laboratory chemist contacted lifescan (lfs) another country alleging that a one touch ultra meter used in the hospital read inaccurately high. The medical affairs specialist (mas) sent follow up questions to lfs another country. The hospital nurse who used the reported meter at the time of concern was not available to answer questions submitted by the mas as of six days later. Additional information was received from lfs another country on the same day. The mas sent follow-up question to lfs another country on the following day. The information provided as of one day earlier follows: a hospital patient experienced symptoms of hypoglycemia on three days prior to original date during the night. The reporter, the hospital chemist, did not know the patient's specific symptoms. A hospital nurse tested the patient's blood glucose with the one touch ultra meter while the patient was symptomatic; the result was "100-110 mg/dl". The nurse gave the pt 30% oral glucose based on the patient's symptoms. The pt felt better soon after treatment. The patient's diagnosis and usual diabetes treatment regimen was not provided. The patient's hospital admission and discharge dates were unknown. Information was not provided as to wheter the patient had received treatment based on the lfs product readings prior to experiencing symptoms. The patient's hematocrit on the same day was 28.6%, which is outside of hematocrit specifications of 30 to 55% for the one touch ultra system. Lfs product labeling states, "hematocrit levels less than 30% may cause falsely high readings". Later in the day, the hospital chemist advised the nurse to run a laboratory comparison test within 10 minutes of a test on the lfs meter. The nurse ran 3 blood glucose tests on 3 different one touch ultra meters, including the reported meter. Results of 116, 112, and 110 mg/dl were obtained on the 3 meters. The chemist did not know which result was obtained on the reported meter. The comparison venous laboratory result was 68 mg/dl. None of the 3 one touch ultra meter results fell within lfs accuracy specifications in comparison to the laboratory reading. The nurse was not sure if the patient had recently eaten when the comparison tests were performed. The nurse said that all the one touch ultra meters had passed quality control (control solution) testing, which was performed once a week. The customer care advocate (cca) was unable to walk the chemist through quality control testing on the original date. The chemist did not have the meter, test strips, or control solution. No products were replaced. The complaint is reported because the lfs meter read inaccurately high compared to a laboratory test and the patient's symptoms. The patient was treated.